Manufacturer narrative:
(B)(4).

Event description:
This system was explanted due to an infection. It was also mentioned that the ICD was having intermittent output. There is no mention of intervention. Should additional information be received, this file will be updated.

Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. The device was received and analyzed. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise. An additionally performed long-term pacing test revealed no anomalies. There was no indication of a device malfunction. In conclusion, the infection was not device related. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. The device proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. There was no indication of a device malfunction. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.